Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, the right atrial and ventricular leads exhibited high capture threshold. During follow up, the right ventricular lead exhibited normal capture thresholds and atrial lead revision was scheduled. On revision scheduled date, the right atrial lead threshold was normal and procedure was cancelled. Fluoroscopy imaging was performed and revealed no anomalies. The patient was in stable condition throughout.